Manufacturer narrative:
Additional information added; h.6 (conclusion code).

Event description:
It was reported that a texium syringe had major employee safety and patient safety concerns. Paclitaxel residue was found on the smartsite of the 20mm vialshield after drawing up drug and disconnecting the texium bonded syringe from the vialshield. This event occurred in the pharmacy, and therefore was no patient involvement associated with this event.

Manufacturer narrative:
Concomitant medical products: paclitaxel 300mg/50ml, athenex ndc (B)(4), lot pacaa1049, exp 2/21. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that a texium syringe had major employee safety and patient safety concerns. Paclitaxel residue found on the smartsite of the 20mm vialshield after drawing up drug and disconnecting the texium bonded syringe from the vialshield. This event occurred in the pharmacy and there was no patient involvement.

Event description:
It was reported that a texium syringe had major employee safety and patient safety concerns. Paclitaxel residue was found on the smartsite of the 20mm vialshield after drawing up drug and disconnecting the texium bonded syringe from the vialshield. This event occurred in the pharmacy, and therefore was no patient involvement associated with this event.

Manufacturer narrative:
Additional information added: d.10. The customer¿s report that the drug residue remained on the vad smartsite was confirmed. The devices were visually inspected for obvious damage such as incomplete bonding engagements, cracks/fractures, crazing, breaks or other damage and anomalies. No anomalies or evidence of damage were observed upon initial visual inspection. Functional testing performed replicated a wet disconnect at the disconnect and when the mating components were over-tightened. Although a root cause for the residual liquid on the vial access device was not identified, the root cause of the wet disconnect is an insufficient seal caused by poor compression set at the (texium) actuator tip.